Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with normal operating currents. Pump monitored for several days and no battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump being thrown into a swimming pool. Customer reported that as a result, all buttons were not responding and a battery out limit alarm was received. Customer also reported that the display screen had a black circle. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.